Event description:
The suspect device had been dropped. When the user turned it on a test strip was ejected to run a test and the device displayed a glucose result without any blood sample being applied to the strip. The device was replaced and requested to be returned for eval.